Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 28, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) connecting screws broke during a dynamic hip screw (dhs) insertion procedure on (B)(6) 2016. One of the broken fragments from one of the broken instruments remained in the implanted dhs screw. The surgeon did not make an effort to retrieve the piece. No additional information is available at this time. Concomitant device(s) reported: dhs screw (part/lot: unknown / quantity: 1). This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (dhs/dcs coupling screw, part number 338.310, lot number 8275805). The subject device was returned with the threaded tip broken off as complained. The broken tip fragment was not returned for investigation. The dimensions of the instrument could not be verified due to the missing tip and the damaged state in which the instrument was received. The review of the production history revealed that this connecting screw was manufactured in 2013 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, the exact cause of failure cannot be definitively determined. The type and extent of damage observed on the returned instrument is, however, indicative of incorrect use. No product-related issues were identified during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.